Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient previously receiving intrathecal fentanyl and dilaudid (concentrations and doses unknown) via an implanted pump. It was reported the patient was allergic to titanium and had to have her pump explanted in (B)(6) 2020 because of this. It was noted the pump was placed on (B)(6) 2020. It was further reported the patient overdosed on the pump as the pump malfunctioned from the opioids. The patient overdosed at home and her sister found her and was brought by ambulance, which was (B)(6) 2020. It was noted the patient was on a vent for two days and was there for a total of seven days. It was reported the doctor who filled the pump turned the pump off and she than overdosed twice at the hospital and showed that the pump malfunctioned. It was noted the patient was first on fentanyl (B)(6) 2020 and on (B)(6) 2020 refilled and they put in dilaudid. The person who filled the pump did not adjust or anything. The patient was redirected to the healthcare provider.